Event description:
It was reported that the battery gauge was fluctuating. Additionally, customer received a power source alert after plugging the pump into a wall outlet. There was no adverse impact to customer's blood glucose level. Reportedly, the customer reverted to alternate method of insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.